Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated a polarity switch. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, variable thresholds, oversensing, low impedances, polarity switch and abnormal insulation. It was further reported that the right ventricular (rv) lead exhibited high thresholds, no sensing, no capture, high impedances, polarity switch and a confirmed fracture. Findings of both leads were consistent with subclavian crush. Both leads were initially reprogrammed and then capped and replaced. No patient complications have been reported as a result of this event.